Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator graphic user interface (gui) knob was unresponsive while trying to view error logs. The pt was removed from the unit, and placed on another ventilator. There was no pt injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and confirmed the malfunction. The cse replaced the keyboard. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. (B)(4).